Manufacturer narrative:
Additional examples were provided for 3 patient samples: sample 1: the initial result was 0.01 iu/ml. The repeat result was 1.4 iu/ml. Sample 2: the initial result was <0.01 iu/ml. The sample was repeated twice with results of 1.69 and 1.62 iu/ml. Sample 3: the initial result was 0.012 iu/ml. The sample was repeated twice with results of 1.85 and 1.83 iu/ml. All initial results were run on (B)(6) 2021. The repeat results were run on (B)(6) 2021. All results were from the same reagent pack. Calibration was acceptable. Qc on the date of the event was not acceptable. It is the customer's responsibility to ensure quality controls are run and acceptable before performing patient tests. The field service representative (fsr) checked the analyzer and did not identify any issues. During a review of the alarm trace data, several alarms were observed near the time of the event: abnormal aspiration, cleancell short and preclean short. It is not clear if these alarms are related to the issue the customer complained about. No similar issues were identified with the tsh reagent lot used. From the data provided, a general reagent issue can be excluded. The cause of the event could not be determined. The investigation determined the event was consistent with either a pre-analytical handling issue at the customer site or a reagent handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer is not having issues with any other tests.

Event description:
The initial reporter complained of discrepant low results for multiple patients tested for elecsys tsh (tsh) on a cobas e801 module. An example for 1 patient sample: the initial result was 0.029 miu/l. The repeat result was 17.6 miu/l. The initial results were reported outside of the laboratory. Amended reports were issued following repeat testing. The tsh reagent lot was 496502. The expiration date was not provided.